Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The functional testing could not be completed due to the prime anomaly. No unresponsive button was noted. All of the buttons functioned properly. However, the insulin pump had moisture damage on the keypad traces. The insulin pump had a scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a missing end cap sticker.

Event description:
It was reported that customer experienced a motor error alarm two weeks prior to experiencing button anomaly. It was reported that buttons were not responding. Customer's blood glucose was 7.9 mmol/l. It was advised that insulin pump would need to be replaced. No further information provided.